Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 17-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 50 mcg/day) via an implanted pump. The patient¿s medical history was cp (cerebral palsy). The indication for pump use was cerebral palsy and intractable spasticity. It reported that during a virtual appointment for the patient¿s bother, the patient¿s mother reported that the patient was dealing with issues of increased spasticity occasionally. They stated that it was ¿up and down¿. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics and/or troubleshooting performed. The patient¿s catheter was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.